Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that wife was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's other blood glucose was over 700 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by bolus with pump and drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears flush. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.